Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited a decrease in sensing amplitudes and an increase in capture thresholds. Two out of range capture measurements due to similarities between capture and loss of capture templates was noted. It was also noted that the lead exhibited noise. Lead impedance was stable. No device intervention or patient symptoms were reported.

Event description:
New information received indicated that their device was programmed to ventricular pacing and sensing only. No further intervention was performed but x-ray was discussed.